Manufacturer narrative:
(B)(4). The reported condition of no mains led lit when plugged into mains supply was not confirmed or reproduced because the pump was not returned for evaluation. The customer performed a self service and replaced the main inlet fuses to correct the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a colleague infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the main inlet fuses to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "no mains led lit when plugged into mains supply". This had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.